Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was 35 mg/dl and 45 mg/dl. The customer¿s husband reported that the customer had issue with reservoir which did not work and infusion sets were bent. The customer also had high blood glucose level and blood glucose level was 280 mg/dl and 300 mg/dl as the customer was not getting insulin. The customer was changing infusion set, giving herself boluses, was on diet and was treated with manual injection to treat high blood glucose level and for low blood glucose level the customer was treated with juice and was eating something like peanut butter and crackers. The insulin pump will not be returned for analysis.